Event description:
Complainant alleged that during functional testing, the device failed to detect the attached electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the malfunction was attributed to the device's multi-function cable.